Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) suppressed sodium and carbon dioxide results with the error message sample reference drift. Customer reported that recalibration failed. Customer reported they reseated the reagent line fitting. Customer reported calibration passed and controls recovered properly after reseating the reagent line fitting. Customer reported they repeated the sample with the suppressed sodium and carbon dioxide results after the repair. Customer reported the repeat chloride result did not agree with the original result. Customer reported they issued a corrected report for the chloride result. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Evaluation method, conclusion : customer did not request service from bec. Cause is unknown.